Event description:
Pt had a cardioversion in pacu. Prior to his procedure, defibrillator pads were placed on the left chest and right arm position, the pt was sedated by anesthesia. Dr ordered the pt to be cardioverted at 100 joules. Rn turned the phillips defibrillator to 100 joules, charged and the pt received the shock. Dr noticed a small spark when the defibrillator was discharged and staff smelled a faint burning odor. The pad was removed and a reddened area was observed on the pt's left lateral chest in the outline of the defibrillator pad with a pea sized red mark at top of pad where the electrode is connected on the left lateral chest wall. Pads were changed for a different defibrillator (medtronic life pack 20), applied to the pt's left chest near the xyphoid process and the other pad was placed on his right scapula. Dr ordered rn to discharge another shock at 200 joules and the pt cardioverted to a normal sinus rhythm.